Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A caller reported receiving high scans of 14.2 mmol/l and 12.1 mmol/l on the sensor when compared to unspecified readings from the competitor meter. The customer experienced dizziness and a loss of consciousness which led to a fall that resulted in a fractured rib and a gash to the forehead. The paramedics were called and the customer was provided unspecified medical treatment. No further information was reported.